Manufacturer narrative:
Please note that the device was received for analysis on october 16, 2014 with the following information reported: "catheter was rec'd within an unk sheath. Compressions noted. Devices will be flushed, decontaminated and sent to fal." Was updated accordingly to reflect this additional information. Complaint conclusion: as reported by the affiliate, the physician was doing a routine cardiac angiogram on a patient and attempted to remove the jr4 catheter from the patient when it appeared to have become kinked and would not easily be exchanged over the wire. It was apparently very difficult to remove the catheter from the patient. Comment from affiliate: "it appears the physician used a clamp to remove the catheter and the sheath together. However, I have not confirmed this with the physician." The user was trained and the device was stored according to labeling instructions. The patient was discharged following the procedure. There was no indication of adverse impact to the patient. One device will be returned. A non sterile diagnostic super torque plus catheter 100 cm along with a non sterile unknown csi was received for analysis coiled inside a plastic bag. Per visual analysis, the diagnostic catheter was received fully inserted through the unknown csi received. The body shaft of the diagnostic catheter was found kinked at 29.0 cm from hub. No other anomalies observed. The diagnostic catheter od and ID were measured near to the kink area were found within specification. The complaint reported by the customer as ¿catheter (body/shaft)- withdrawal difficulty¿ was not confirmed since the diagnostic catheter could be easily removed from the unknown csi and neither resistance nor difficulty was experienced during withdrawal. However, the complaint reported by the customer as ¿catheter (body/shaft)- kinked/bent-in patient¿ it was indeed confirmed due to the kink condition found on the body shaft of catheter as received. As additional investigation the diagnostic catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks or other type of damages on the diagnostic catheters. In addition, the diagnostic catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the diagnostic catheters assembly process operations review of lot 16090271 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported catheter withdrawal difficulty was not confirmed through analysis as the device was withdrawn from the returned csi without difficulty. A kink in body/shaft was confirmed. The exact cause could not be determined. Based on the information available for review, factors contributing to the difficulty experienced by the customer could not be determined. Neither the DHR nor the analysis suggest a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Event description:
As reported by the affiliate, the physician was doing a routine cardiac angiogram on a patient and attempted to remove the jr4 catheter from the patient when it appeared to have become kinked and would not easily be exchanged over the wire. It was apparently very difficult to remove the catheter from the patient. Comment from affiliate: "it appears the physician used a clamp to remove the catheter and the sheath together. However, I have not confirmed this with the physician." The user was trained and the device was stored according to labeling instructions. The patient was discharged following the procedure. There was no indication of adverse impact to the patient. One device will be returned.

Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. The event date is currently unknown. Date of this report: (B)(6) 2014. Please note that the gender of the patient is unknown.